Event description:
It was reported the programmer has a long boot up time. The service disk was ran with no correction made. It was also reported the clinic would see one patient and then have to reboot it to get it working again. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Programmer was stuck in long boot.